Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended but the orange indicator did not show up. No feeding issues were noted during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.